Event description:
Related manufacturer report number: 2017865-2023-95684. It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead and the right atrial (ra) lead. The rv lead and ra lead were explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event. During electrical testing the lead was shorting due to procedural damage at the proximal region of the lead.